Event description:
It was reported that the buttons are not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.